Event description:
It was reported that during a lap pneumectomy, there was a feeling that the cartridge seemed to break at the 2nd or 3rd stroke of the 1st firing when the device was used on the lung parenchyma. After the device was removed, it was found that the device cut and stapled the target tissue as intended. All staples were proper b-formed shape. The cartridge was blue. The left side of the cartridge was cracked about 2cm. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). A photograph was returned and based on the visual evidence it cannot be determined what the potential cause to the firing complication was. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.